Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noisy signals that were also over-sensed. The noise appears to be originated as a consequence of cautery being used during a procedure. There were instances of slow cardiac rhythm observed at the electro cardiogram. The system remains in service. No adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded noisy signals that were also over-sensed. The noise appears to be originated as a consequence of cautery being used during a procedure. There were instances of slow cardiac rhythm with two seconds asystole observed at the electro cardiogram. The system remains in service. No adverse patient effects.